Event description:
Patient's mother reported the blood glucose monitoring device shows active insulin amounts when it is impossible that there should be any. Mother stated the patient woke up on (B)(6) 2014 and took the first blood glucose test; device showed active insulin of 2.2 units of insulin (acting time is 4h and patient had been sleeping longer than that). Mother reported that on (B)(6) 2014 at 19:39 the patient tested with a reading of 17.7 mmol/l (319 mg/dl). Mother stated this was too high so she turned the blood glucose monitoring device off and had son to wash his hands; did not enter any carbs, etc. Mother reported when they tested at 19:43 the patient's blood glucose level was 18.6 mmol/l (335 mg/dl) and the monitoring device showed active insulin of 5.9 units. No further information is available. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged blood glucose monitoring device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.